Event description:
It was reported that the reservoir may have experienced an occlusion and that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 274 mg/dl. The customer stated that the insulin pump was not working and that he had already changed out the previous insulin pump. Upon troubleshooting, it was found that the insulin pump alarmed no delivery again during the manual prime process. The customer also stated that on the day prior to the call, he had a high blood glucose reading of 400 mg/dl after eating, which he treated with a bolus. He was advised that the cause of the no delivery could not be determined without a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.